Manufacturer narrative:
The approximate age of the device was 11 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient presented to the emergency room on (B)(6) 2019 with continuous low flow alarms. Intravenous fluids were given but the flow did not improve. A CT angiogram showed a twist in the outflow graft. High dose heparin was given. The outflow graft was replaced due to thrombosis within it. During surgery, the twist was confirmed visually. Additional information communicated on (B)(6) 2019 indicated that the patient experienced bleeding for which blood transfusion was required. It was then reported that the bleeding was post-operative. The patient is stable and was discharged on (B)(6) 2019.

Manufacturer narrative:
Section h3: only the outflow graft was returned for evaluation. Manufacturer's investigation conclusions: the evaluation of the returned outflow graft, confirmed the report of outflow graft twisting. The outflow graft was returned with bend relief properly seated onto the graft hardware. Removal of the bend relief and investigation of the returned outflow graft revealed an approximately 90-degree counter clockwise twist of the proximal end of the outflow graft less than 1¿ from the outflow graft hardware. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while the device was supporting the patient. Although a duration of time for which a twist was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were confirmed through the submitted log files. A correlation between the observed outflow graft twist and the reported bleeding cannot be conclusively determined. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. No further information was provided. The patient remains ongoing on the device with a replacement outflow graft. The manufacturer is closing the file on this event.